Manufacturer narrative:
This report is submitted on march 14, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on sep 11, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 because of a performance decrement. The patient was reimplanted with a new device during the same surgery.